Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Rv lead impedance has been rising from a baseline of 550 ohms in july 2014 to 4047 ohms in nov 2014. It has been at 4047 ohms since. (B)(4).

Event description:
It was reported that there was high impedance and possible fracture on the right ventricular (rv) lead. There was also increased impedance and threshold. The lead was capped and replaced. No patient complications have been reported as a result of this event.